Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced a fungal infection in the abdomen. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a fungal infection in the abdomen and subsequently passed away coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the fungal infection was not reported. The patient was hospitalized. Treatment for the fungal infection was not further specified beyond that the patient received "various treatments". It was not reported if peritoneal dialysis therapy was ongoing up until the time of death. It was not reported if the patient was performing peritoneal dialysis with a baxter healthcare device and/or baxter healthcare solution(s) at the time of death. The cause of death was not reported and it was not reported if an autopsy was performed. No additional information is available.